Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device had powered off unexpectedly. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec has determined that this medwatch report was submitted in error. The initial information received by ventec had been misinterpreted -- the reporter did not report that the device powered off unexpectedly. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.